Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's left ventricular lead exhibited high capture threshold. The lead was capped on (B)(6) 2019. The patient was stable throughout.